Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Distributer contacted dexcom to report consumer experienced hardware error icon. The consumer did not report any medical interventions or injuries.